Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
No UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. No critical errors or indication that the device would not have powered on and functioned if the power button was pressed on the event date. After the reported event date, the device recorded a passing battery self-test as the battery was reseated and the device successfully turned on in configuration mode. The device was recertified and returned to the customer. No trend is associated with reports of this type.